Event description:
It was reported that the rod became dislodged from the rod inserter on multiple occasions during insertion into the bone screws. The surgeon had to rescue the rod on several occasions in order to re-attach the rod to the inserter. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Lot sa08b090, sa10j049. Lot sa08b090 manufacture date 02-26-2008; lot sa10j049 manufacture date 10-03-2010. Visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. For lot# sa08b090, inserter component (-05) looseness on instrument assembly is noted. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage (B)(4) used to verify proper retention; lmc and mmc conditions properly retained. Unable to replicate customer concern; after visual, functional, and dimensional evaluation, the instruments appear to be capable of functioning as intended.